Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, an opening, and yellow particles. A leak test was performed and an opening was found on the device. A microscopic analysis was performed which identified one sharp opening on the radius side and a sharp opening on the patch/shell bond edge. Based on the device analysis the final assessment is a sharp opening on the patch/shell bond edge to an unidentified (tear) opening and a sharp opening on radius to an unidentified (tear) opening.

Event description:
Health professional reported left side device "had a slit in it." The expander was implanted for over a year. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Health professional reported left side device "had a slit in it." The expander was implanted for over than a year. Device has been explanted.